Manufacturer narrative:
Evaluation in progress, but not concluded.

Event description:
During use for a cardiopulmonary bypass procedure, the user observed apparently false diagnostic messages indicating the backup battery charge level was low. The device remained completely functional. There was no adverse consequence to a patient as a result of this event.